Event description:
It was reported that a patient had a full revision surgery due to observed high impedance, which was noted since the patient's previous femur surgery. High impedance was observed prior to surgery, and was still observed after attempts of fully reinserting the lead pin. The generator was tested with the test resistor and impedance was within normal limits. The leads were revised and a lead fracture was noted several inches above the lead pin. After the full revision was completed, diagnostics were performed again and indicated that the replacement devices were performing within normal limits. No explanted devices have been received to date. No further relevant information has been received to date.

Event description:
Product analysis was completed for the explanted devices. Visual examination of the generator saw markings consistent with those typical of surgical procedure. Burn marks were observed on the generator case, indicating possible exposure to an electro-cautery tool. Both interrogation and system diagnostic tests were performed with various loads. Impedance and current delivered were normal for all diagnostic tests. The device was shown to perform to functional specifications. Review of the programming data found a change in impedance consistent with the report of high impedance and generator testing ok with the test resistor. Visual examination of the lead found setscrew marks on the connector pin, indicating that proper contact between the setscrew and the connector pin existed at least once. Abraded openings were noted on the outer and inner silicone tubing of the lead coils, and a break was identified in the coils. Pitting was noted at the break location. Dry body fluids were also noted in the tubing. Note that a portion of the lead was not returned for analysis so an evaluation on that portion could not be performed. No other anomalies were identified in the returned lead portion. No further relevant information has been received to date.

Event description:
The explanted devices were returned for analysis. Analysis has not been completed to date. No further relevant information has been received to date.